Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product performed. The item and lot number were confirmed as correct. The dovetail feature exhibits damage (flared out both sides). The art surface also exhibits damage such as scuff marks and gouges and the extractor slot is nicked/gouged. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42532007102 - tibia cemented 5 degree stemmed right size e - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly would not engage with the tibia. Staff thought the locking mechanism may have been obstructed. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.